Manufacturer narrative:
Pump¿s history and trace files downloaded successfully using thus software. Pump failed rewind test due to pump error 38. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump passed self test. Verified pump alarmed pump error 38, multiple times, on 02/17/2023 starting at 14:03:30.000 due to corroded home switch. Verified pump alarmed pump error 4 on 02/17/2023 at 16:57:05.000 due to hardware error. Verified pump alarmed pump error 63 variable 3 on 02/17/2023 at 16:57:07.000 due to ambient light failure. Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found burnt trace at pin 3 due to moisture damage. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor and force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: pillowing keypad overlay and keypad overlay texture damage. Rewind anomaly was confirmed due to pump error 38. Pump error 38 confirmed due to corroded home switch. Pump error 4 confirmed due to hardware error. Pump error 63 variable 3 confirmed due to burnt trace at pin 3 of u1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a rewind anomaly. No further details were provided. Troubleshooting could not be performed. No harm requiring medical intervention was reported. It was unknown whether the customer continued using the device or not and the device will be returned for analysis.